Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after successfully loading a cartridge the night before, a cartridge alarm (alarm 25) and fill tubing alert occurred early the next morning. Customer reported cartridge was not detached from the pump. Customer successfully loaded another cartridge and insulin delivery was resumed. Customer's blood glucose was 490 mg/dl.